Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified broken sharp, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening.